Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Customer noted that insulin appeared to be gelled in the tubing. The customer replaced the cartridge insulin, changed the infusion site, and administered a correction for blood glucose. The customer received an occlusion alarm after changing the site. While hospitalized, the customer was treated with intravenous insulin. The customer was released from the hospital same day with the issue resolved.